Manufacturer narrative:
The insulin pump was received with failed battery test alarms due to corroded battery tube compartment. Unable to test for blank display and motor error alarms due to failed battery test alarms. Device had missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test motor error alarm and blank display. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The customer stated that the battery compartment and spring were not damaged or corroded. The device was returned for analysis.